Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 14 december 2023 and 15 december 2023. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the bladder with green color water to the nominal volume. Approximately one hour after filling, a very slow leak (one drop of green color water) was observed at the welded area of the housing near the rate adjuster (multirate control module). The reported condition was verified. The cause of the condition was determined to be related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate large volume infusor leaked at the rate adjustment tool. However, the process step is unspecified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.